Event description:
It was reported that this artificial urinary sphincter (aus) balloon was relocated due to the patient needing an inguinal hernia repair. The physician suspected the hernia was related to other surgical procedures and not the balloon. The device was working as intended. The balloon was replaced and relocated to avoid any further problems with needing to explant the balloon. There were no patient complications reported.

Manufacturer narrative:
Updated h6 evaluation conclusion codes.

Event description:
It was reported that this artificial urinary sphincter (aus) balloon was relocated due to the patient needing an inguinal hernia repair. The physician suspected the hernia was related to other surgical procedures and not the balloon. The device was working as intended. The balloon was replaced and relocated to avoid any further problems with needing to explant the balloon. There were no patient complications reported.